Event description:
As the surgeon placed the fast fix needle delivery system in the site to engage the suture, the handle broke and the suture was unable to be used. A new package was opened to completed procedure without additional issues. Manufacturer response for curved needle delivery system, fast-fix 360 (per site reporter): manufacturer provided rga# for product return evaluation.